Event description:
Caller reported a malfunction on the pump, displaying a malfunction code that was not resettable. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, as it was still under warranty, and sent out a replacement with updated software. The customer was advised to use manual daily injections as a backup insulin therapy and received instructions on returning the faulty pump to avoid charges. The customer was also informed about setting up the replacement pump and connecting it to their continuous glucose monitor, which they acknowledged and understood.